Event description:
Device 3 of 3; reference MFR. Report: 1627487-2019-03313, reference MFR. Report: 1627487-2019-03314.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-03313, reference MFR. Report: 1627487-2019-03314. It was reported the patient requested the scs system to be removed due to the system not working. To address the issue, the physician explanted the system.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-03313; reference MFR. Report: 1627487-2019-03314. Follow up information identified the patient requested the system to be explanted due to ineffective stimulation. The patient did have good coverage of the target area, but the stimulation did not provide adequate relief from the pain.